Event description:
According to the event description: the nurse sets the pump to infuse 20 ml/h kalium - less than an hour later the syringe us empty. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date: general information: complaint: (B)(4). Information to the sample: model: perfusor space. Article number: 8713030. Serial number/batch: (B)(6). Software version: 688n030005. Hours of operation: 8335. Further information: n/a. Investigation results: history inspection: the device history files were read out and analyzed. The customer specified (B)(6) 2024 as the date of the incident. According to the device history, no abnormalities can be found in the device history files. At 10:42 a bd plastipak 50ml was selected. The syringe was filled to approx. 47.5ml. The purge function was selected 3 times. The therapy was started with a flow rate of 20 ml/h at 10:46. 2 hours and 10 minutes later the syringe empty alarm at 12:56 appeared. 43.52 ml was infused. The pump is put into standby mode at 12:56. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. During the visual inspection, it was found that the lc display is defective at a point in the middle. The cause is a fall or impact on the control unit. Functional inspection: a functional test was performed. The device passes the self-test. A bd plastipak 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,38%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. During the visual inspection, it was found that the lc display is defective at a point in the middle.